Event description:
It was reported that the patient wanted his vns explanted due to multiple visits to the ER and increased seizure activity. He planned to be evaluated for brain surgery. It was confirmed that the device was explanted. No additional, relevant information was received to date.